Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issue recurs.